Manufacturer narrative:
(B)(4). The reported malfunction of "does not flow" was confirmed and reproduced. The root cause was attributed to a faulty reed switch assembly. The reed switch printed circuit board assembly was replaced to fix the problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report an infuso.r. That "does not flow". This event occurred during programming/setup in "surgery". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.